Manufacturer narrative:
(B)(4) . The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and flow tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary IV set did not infuse solution after it was connected to the primary set. This occurred during patient infusion with vancomycin. The set was properly primed and there was no apparent damage observed. There was no patient injury or medical intervention associated with this event. No additional information is available.